Event description:
I use the dexcom g7 glucose monitor, I am insulin dependent. Approximately 4/10 devices fail before 10-day life has concluded, never work, or give dangerously divergent readings. The last incident I had, the monitor reported extremely high glucose and I immediately took insulin. My blood sugar plummeted and went dangerously low. I went to my doctor, and he informed me that the dexcom device was off by over 100 points. Dexcom makes the reporting and replacement of a failed device as close to impossible as they can, requesting information that people would not have. These are disposable devices, yet they ask for the sn on the disposable applicator.